Manufacturer narrative:
The c 503 analyzer serial number is (B)(6). A review of the reaction data for the second sample showed an abnormal reaction for the initial value. The reaction data for the repeat result was normal. Calibration and controls were acceptable on the day of the event. Control recovery from 28-jun-2025 to 21-jan-2026 was not stable and was out of range most of the time. Precision studies were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with triglycerides on a cobas c 503 analytical unit. The first sample initially resulted in a triglycerides value of 232 mg/dl and it repeated as 112 mg/dl. The second sample initially resulted in a triglycerides value of 234 mg/dl on (B)(6) 2026 and it repeated as 92.1 mg/dl.

Manufacturer narrative:
The field service engineer replaced and adjusted the sample probe. The cell rinse unit and levels were checked. Some patient samples were checked and had oily droplets. A rinse station was replaced. A review of the alarm trace showed abnormal aspiration alarms. The investigation determined the issue is consistent with insufficient pre-analytic sample handling, leading to a contaminated sample probe.